Manufacturer narrative:
The investigation found a tear in the exposed portion of the soft cannula. During the fluid path test fluid was observed to leak from this tear. The tear in the exposed portion of the soft cannula can be confirmed as the root cause of the reported event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 36 and 48 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a pod not sure delivering insulin.